Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they are having trouble removing the battery out of the pump. The customer blood glucose was unknown during the incident. The customer was advised pump will need to be replaced, the pump will return back for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit was received with cracked retainer, minor scratches on case and minor scratches on lcd window. No damage to battery cap or battery tube noted. No anomalies removing battery noted.